Event description:
It was reported that during a pulmonary xray, lead damage was discovered. It was further reported that review of previous x-rays ind icated the lead damage was present over two years prior. One of the electrodes after the bifurcation is reported to be ¿completely off¿ at two locations. One location is immediately after the bifurcation and the other a few centimeters further. The lead remains in use and a plan is in place to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).